Manufacturer narrative:
Event date - ni, expiration date - ni, manufacture date ¿ ni. (B)(4).

Event description:
Legal counsel for patient reported that patient is experiencing elevated metal ion levels approximately 10 years post-implantation. Information received in medical records indicates the patient is being monitored for elevated metal ion levels. No revision has been reported to date. Attempts to obtain additional information have been made; however, no further information is available at this time.

Event description:
It was reported that a patient's left hip was revised 10 years post implantation due to complications associated with her metal on metal bearing. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation 4114 : device not returned. Visual examination of the returned head found dark debris inside the taper of the head. The outer radius of the head is almost entirely covered with dried, dark, yellow liquid. Scratching was able to be observed through the discoloration. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The reported event was confirmed through review of medical records.there are warnings in the package insert that these types of events can occur and risks are addressed in associated risk documentation. The device was not returned so no product evaluation could be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.